Manufacturer narrative:
Device received with critical pump error (open book image) due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with corroded force sensor assembly, corroded battery tube area and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the picture on the insulin pump with a red x with an arrow on the book. The customer¿s blood glucose was unknown. Customer reported that they received the open book image on the insulin pump screen. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.